Event description:
Pt called in 2002 alleging that their one touch ultra meter had missing readings from meter memory. Pt was instructed on how to reset meter options and meter displayed the calibration code after inserting a new test strip. Pt also reported meter reading inaccurately erratic. Pt obtained blood glucose results "279, 171 (same fingerstick) and 269 (different finger) mg/dl" within 10 minutes. No symptoms or treatments were reported. Issues could not be resolved, control solution and meter replaced. No further info was reported.